Manufacturer narrative:
The reported event of the centrimag unit producing a m5 alarm, the system stopping, and the motor being hot to the touch was unable to be confirmed. The returned centrimag motor was evaluated and tested by technical services and the reported event was unable to be reproduced. The motor was ran properly for an extended period of time. The motor cable was also inspected and no issues were found with the cable. A full functional checkout was performed and the unit passed all tests. The unit will be returned to the customer site. The specific cause of the reported event was unable to be determined during the investigation of the returned motor. The reported events were confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console. Per the log file, the console was operating a motor at approximately 4700 rpm and a flow of approximately 4 lpm. At approximately 1016 hours on (B)(6) 2018, the log file captured an active ¿s3¿ alarm followed by a drop in pump speed to approximately 3200rpm and an active ¿pump speed not reached:m5¿ and ¿motor alarm:m4¿ alarms. During this event the flow reading dropped to 0 lpm. Speed remained at approximately 3200rpm and attempts to change it were unsuccessful. The system continued to operate at approximately 3200rpm until the pump was stopped at 1020 hours. It was then removed and the console was powered down at approximately 1024 hours. It was noted that during these events there was no stop event. The console continued to support the system but at a reduced speed of approximately 3200rpm. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Section h6: correction.

Manufacturer narrative:
The motor is not a single use device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump. It was reported that during routine support of the patient, the unit alarmed and stopped. The unit was exchanged to the backup console and motor. No adverse events occurred to the patient as a result of the motor failure. No further information was provided.

Manufacturer narrative:
Section g2: correction.